Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a high reading from a hospital adc blood glucose meter. A health care professional reported a reading of 400 mg/dl which was higher than a lab reading of 72 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. The dhrs for the freestyle precision pro meter was reviewed. The dhrs showed the freestyle precision pro meter passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A health care professional reported that a patient received a high reading from a hospital adc blood glucose meter. A health care professional reported a reading of 400 mg/dl which was higher than a lab reading of 72 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.